Event description:
It was reported that catheter entrapment occurred. During a coronary therapeutic procedure, a 2.5x15 nc emerge balloon catheter was selected for use. However, the balloon catheter became stuck on a non-bsc guidewire. All devices were removed as one unit. There were no patient complications nor injuries reported.